Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: evaluation revealed moisture in the battery compartment. The display lens is free of moisture. The keypad was peeling. All of the keypad buttons were unresponsive. Evaluation revealed that contamination was under the up, down and ok buttons. The contrast button contact was missing. The case was cracked between display lens-case joint and case seal. There was no moisture within the device. There was visual damage to the battery cap, the threads were stripped. The battery compartment bumper was peel/detached. There were two battery compartment cracks, one at the battery compartment lip to bumper and the second from bumper to case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack and contamination under the buttons. This report is made based on results of investigation completed on (B)(6) 2015.